Event description:
Complainant alleged that during biomed testing the device was unable to charge by using front panel charge button. Device was able to charge using paddle's charge button. Complainant indicated that there was no pt involvement in the reported malfunction.